Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/30/2017. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain and return testing met the acceptance criteria found in q04.01.003 rev. Aa appendix 1- product complaint level 2 and level 3 investigation procedure. Assessment: no repeats on either system and different samples were tested approximately 4 hours apart. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6)2017, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded suspected discrepant hematocrit and hemoglobin results on a patient admitted for examination of the cardiovascular system prior to surgery. The patient appeared pale. There was additional no patient information available at the time of this report. Return product is available for investigation. Method: I-stat, collected:18:06 tested: 18:08 sample:unk hb:12.2 hct: 36.0 sample:1. Sysmex, 20:33, 21:52, venous, 6.9, 21.6, 2. Samples were collected and tested on (B)(6) 2017. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).